Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2010, allegedly due to a loose acetabular component and suspected deep infection. The revision surgery was delayed three hours as the femoral stem required an osteotomy to remove. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative, infection, and allergic reaction". Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-01387 / 01390). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.